Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed error code 247.4700 for ad calibration timeout failure. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 246.4700. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they device was received for 246.470. Confirmed error in logs and the logic board was replaced. Pm was performed and all tests passed. Based on the findings, service determined that the probable root cause of the reported issue was due to logic board (error code 246.470). A review of the device history record showed the device had a manufacture date of 11feb2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device alarmed and displayed error code 247.4700 for ad calibration timeout failure. There was no patient involvement.